Event description:
Prior to use: both balloons could not be deflated easily. The balloon was inflated and deflated on sterile field to check it. It inflated correctly, but was very resistant to deflation. This issue was replicated with another p3, same size and lot#. There was no calcification/tortuousity present within the vessel. The solution mix was 50 contrast x 50 solution. The product appear normal upon removal from the packaging and no kink/compression was noted on the balloon shaft. The balloon catheter did not kink while being tested. The product were not used clinically. There was no adverse effect to the patient.

Manufacturer narrative:
The products were discarded in the lab and will not be returned. A review of the device history records associated with this final lot r0107453 and subassembly lot 0101070603 presented no issues during the manufacturing process, that can be related to the reported complaint, including burst test values. Additional information will be submitted within 30 days upon receipt.